Manufacturer narrative:
Updated d2a: common device name. Updated d4: catalog number. Updated d4: lot number. Updated d4:expiration date. Updated d4: primary unique identifier (UDI) #. Updated h4: device manufacturing date.

Manufacturer narrative:
According to the customer phone call, she had gone to the hospital on (B)(6) 2025 and they placed medline electrodes on her. That caused a skin reaction, burning, and itching to the skin. Because of the skin reaction, she went to see a dermatologist and was prescribed steroid creams. She is also using no additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer phone call, she had gone to the hospital on (B)(6) 2025 and they placed medline electrodes on her. That caused a skin reaction, burning, and itching to the skin.